Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received failed battery and prime anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump rejects the new batteries, scratches on the screen impairs visibility and also had rainbow effect on the pump screen. It was reported that they had damage on the ring around reservoir opening on top of pump is chipped off. The insulin pump will not be returned for analysis.